Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2006. Nineteen days later, the patient developed a vaginal hematoma of moderate intensity. The patient was treated with kefalexin and metronidazole to prevent infection. No further intervention occurred. This event is reported to be on-going.